Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse regarding the user error, and the nurse stated the patient was doing fine and continuing therapy without any issues and was aware of proper therapy procedures. The complaint was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number was unknown. A label review was performed and found the labeling adequate for the use error in this complaint. Baxter conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a related report, the home patient (hp) stated he reprimed using the same supplies. (B)(4) advised the hp to inform his nurse (rn) that he used the same supplies to do therapy. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011 the technical service representative (tsr) contacted the rn and advised of this report. The rn confirmed to follow up with the hp. There was no patient injury or medical intervention reported.